Event description:
The customer reported that the system displayed a corrupted file error message and that the cine function was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cable was reconnected and the cine hard drive was reformatted. The system was tested and found to be working as intended and put back into service.